Event description:
The pt's "machine" kept shutting itself off. One of her leads has gone bad and has been "shut off". The company rep confirmed that the stimulation was turning itself off. When the pt interrogated her device with her pt programmer (pp), the neurostimulator (ins) icon for off was present. She has to use her pp to turn the stimulation back on. The group impedance was 579 ohms. There was high impedance on electrodes 9-15 with greater than 3,600 ohms. The pt was not able to make adjustments using her pp with antenna attached. The pp would not turn the ins on. The pt has a follow-up visit scheduled.

Manufacturer narrative:
(B) (4).